Event description:
During service by baxter, the pump failed accuracy test on channel c with underdelivery. Info was not provided regarding whether or not there has been any pt injury or need for medical intervention related to this device. No additional info or contact was available.